Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2023 mentor became aware that the initial report submitted on that same date did not correctly reflect that the there was a device rupture in all parts of the report. B1 (is product problem) has been checked. An additional code has been added to h6( investigation conclusions). Reason for device explant and/or reoperation: generalized illness/rupture.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on october 5, 2023 mentor became aware that the incorrect value was placed in h6 (health effect - impact code) of the initial report submitted. The correct value has been populated with this report.

Event description:
It was reported that a patient who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced right sided deflation, several unexplained systemic symptoms, and left sided capsulectomy post procedure. Brain fog, pain, leg issues, leg swelling, confusion, difficulty breathing, anxiety, dry eyes, and fatigue were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-11788 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: h6 health effect - clinical code e2402: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 25, 2024. In addition to the right sided rupture reported initially, the patient also experienced left sided rupture. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).